Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was dislodged during a device change out. The lead was explanted and replaced when repositioning was unsuccessful. The patient will continue to be monitored.